Manufacturer narrative:
Review of the device history record for this valve showed that the valve was built per specifications. No further information available, thus not expecting to do a follow-up report.

Event description:
Valve thrombosis of the on-x mitral valve prosthesis, post-operative (late). Valve thrombosis is an expected adverse event for a mechanical heart valve, and is pre-defined in aats/sts guidelines as "valve-relate". Therefore it is being reported. Comments from surgeon's operative notes: on-x "valve had healed in well". Onxm-25 valve was explanted and replaced with sorin. Patient recovered from the surgery.